Event description:
Reportedly, during the previous follow-up, the residual longevity of the subject pacemaker was 17 months. Upon the last follow-up performed one year later, the eri (elective replacement indicator) has been reached with a battery impedance of 19.4 kohms and a magnet rate at 73 min-1. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, during the previous follow-up, the residual longevity of the subject pacemaker was 17 months. Upon the last follow-up performed one year later, the eri (elective replacement indicator) has been reached with a battery impedance of 19.4 kohms and a magnet rate at 73 min-1. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).

Manufacturer narrative:
Complaint was re-opened following the reception of new data for analysis (the explanted device was made available). Please refer to the updated attached analysis report. - attachment: [20190213 - file-2018-01802 - analysis_and_closure_report_resp-2019-00191.pdf].

Event description:
Reportedly, during the previous follow-up, the residual longevity of the subject pacemaker was 17 months. Upon the last follow-up performed one year later, the eri (elective replacement indicator) has been reached with a battery impedance of 19.4 kohms and a magnet rate at 73 min-1. Preliminary analysis results showed that based on available data, normal battery depletion occurred (based on hrs guidelines).